Manufacturer narrative:
Device labeling: in addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformations.

Event description:
Pt reported having a "birth defect, specify- asd and mitral valve cleft". Side was unspecified, this record is for the left side. No indication of treatment or surgical reoperation, device remains implanted. Follow-up with physician provided no suggestion of causality. See MFR#: 9617229-2015-00197 for the right side.